Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy - "after 1 hour the device's jaws started getting attached to the tissue whenever he cut so he said this was an issue to be fixed. The dr. Kind of changed his mind. The first half of the procedure he said it might be the only device he has tried as good as ligasure small jaw. At the middle of the procedure the tissue started getting attached to the jaws causing minor bleedings so he said they need to improve this aspect." Patient status: good.

Manufacturer narrative:
Investigation summary: the event hand piece was returned for evaluation. Engineering performed visual and functional testing on the device. Upon visual inspection, engineering observed minor eschar buildup and separation of the conductive pads from the jaw's plastic structure. During functional testing, engineering found that the front conductive stop was positioned out of specification during use of the device. This occurrence can lead to an insufficient gap between the jaws, which can result in increased tissue adherence. Engineering was unable to confirm the incident experience without analyzing the device key activation logs. Similar incidents have shown that the separation of the conductive pads from the jaw's plastic structure and movement of the front conductive stop can result in increased tissue adherence. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for the front conductive stop to shift during use. Applied medical has implemented device enhancements intended to reduce the potential for the conductive pad to separate from the jaw's plastic structure. This lot was built prior to the implementation of this enhancement. Additional info requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event hand piece was returned for evaluation. Engineering performed visual and functional testing on the device. Upon visual inspection, engineering observed minor eschar buildup and separation of the conductive pads from the jaw's plastic structure. During functional testing, engineering found that the front conductive stop was positioned out of specification during use of the device. This occurrence can lead to an insufficient gap between the jaws, which can result in increased tissue adherence. Similar incidents have shown that the separation of the conductive pads from the jaw's plastic structure and movement of the front conductive stop can result in increased tissue adherence. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for the front conductive stop to shift during use. Applied medical has implemented device enhancements intended to reduce the potential for the conductive pad to separate from the jaw's plastic structure. This lot was built prior to the implementation of this enhancement.